Manufacturer narrative:
The reported complaint that "the lcd screen of the autopulse platform (s/n (B)(4)) was blank" was confirmed during functional testing. The root cause of the reported complaint was the defective processor board, likely due to a defective component. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, the interior edge of the front enclosure had multiple cracks, and one of the screw fittings was broken. The observed physical damage appeared to the characteristic of harsh impact due to user mishandling. In addition, the UDI label was worn out due to normal wear and tear. The autopulse platform was manufactured in september 2016 and is almost 5 years old. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer. The front enclosure and UDI label were replaced to address the issues. The archive data review showed no significant discrepancies. The autopulse platform failed functional testing as the lcd screen was blank upon powering up the device; thus, confirming the customer's reported complaint. Investigation revealed that the processor board was defective, and it was replaced to remedy the fault. During further functional testing, it was noted that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, it was noted that the lcd screen of the autopulse platform (s/n (B)(4)) was blank. As per the customer, the autopulse platform was still operational. No patient involvement.